Event description:
It was reported the patient went for surgery and unipolar diathermy was used. After that, the device was not pacing and was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no telemetry and no output conditions. Further testing revealed that these were due to fractured battery bond wires. It was reported the patient went for surgery and unipolar diathermy was used. After that, the device was not pacing and was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination wire component/subassembly failure device was out of specification in a manner that relates to event pace, failure to.